Event description:
Patient reported experiencing elevated blood glucose (-400 mg/dl). Patient attempted to self-treat by changing their infusion set, and delivering blusesse appropriate to their blood glucose level; however, their blood glucose did not decrease as substantially as patient had expected. No error messages were generated by the device. Patient then removed the insulin cartridge, from the device, and delivered the insulin by injection. At this point, their blood glucose immediately decreased. At the time of the report, patient had switched to their back-up device.